Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2524 labeled 2682 not labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent referenced in b5 is filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred in the distal left anterior descending coronary artery (lad) after a drug eluting stent (des) was implanted in the proximal lad. The first graftmaster was advanced, but could not get to the distal perforation, so it was deployed proximal and failed to completely seal the perforation. A second graftmaster was advanced through the first implanted graftmaster, but could not get distal enough, so it was attempted to be removed, and during removal caught on the implanted des and dislodged. A balloon was advanced and partially deployed the stent. Wire access was lost, and access could not be regained, so the case was aborted. The next day, the patient was brought back to the cath lab and the leak was noted to be sealed. There was no reported adverse patient sequela. No additional information was provided.